Event description:
It was reported that revision surgery was performed due to infection one month after the primary procedure. R3 0 degree xlpe acetabular liner 32mm ID x od 48mm was explanted.

Manufacturer narrative:
It was reported that revision surgery was performed due to infection one month after the primary procedure. The associated devices, used in treatment, were not returned for evaluation. Thus the product analysis could not be performed. A review of manufacturing records did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. The devices were sterilized according to sterilization release documentation from quality control. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident could not be corroborated. This reported failure has been identified in the instructions for use and risk management files. No relevant supporting documentation was provided, therefore a thorough medical investigation could not be performed. Infection, a potential complication associated with any surgery, can occur and possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.